Manufacturer narrative:
Correction to field h6: device codes. Correction to field b5: describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing high impedance and capture thresholds with loss of capture. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged. The physician decided to explant and replace this lead. It is unknown if the lead will return. No additional adverse patient effects were reported.